Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported a brain MRI was requested and the MRI was unrelated to the device therapy. The patient had headache with suspected subdural hematoma. Further details about this symptom or when the patient was hospitalized were unknown. The spinal cord stimulation system was not working. Further information about what was meant by this or the status of the system was unknown. They were going to bring the patient programmer and implantable neurostimulator recharger (insr) to the hospital to see if they could communicate with the system and charge up the insr as needed. Later, it was reported the patient's family was able to get the device into MRI mode and the device was working fine. The patient did not want to get the device out of MRI mode so the device was left in MRI mode. The family of the patient mentioned the patient did not use it often anyways. Relevant medical history included non-malignant pain.